Manufacturer narrative:
Pt info: unk. The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -9.0 into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a longer lens due to low vault and the problem was resolved.

Manufacturer narrative:
Additional information: h3- device evaluation: lens returned in a microcentrifuge vial with moisture on lens. Visual inspection found haptic torn. Claim# (B)(4).

Manufacturer narrative:
Previously stated event occurred in the left (os) eye. Updated information-event occurred in the right (od) eye. (B)(4).